Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a "chicken wing". The transseptal puncture was found to be difficult and a 15mm pericardial effusion (pe) occurred. The pe and patient remained stable, so the procedure was continued. Two 30mm and one 33mm watchman ® laa closure devices was deployed; however, they did not meet pass criteria and were fully recaptured. A second 33mm watchman ® laa closure device was deployed and released. The patient remained asymptomatic; however, they decided to tap the patient and removed the blood. No patient complications were reported and the patient status is fine.